Event description:
Procedure: splenectomy. According to the reporter: the surgeon was tying off vessels and ran into bleeding. The surgeon decided to take a tan 45mm stapler and fire it across the hylum. He fired the stapler and continued to see bleeding. He called it an experienced scrub and asked if he fired it correctly and if it fired staples. She did not know, but confirmed she saw b shaped staples at the distal end of the reload. When the stapler fired, the patient continued bleeding. There was unanticipated blood loss of more than 250cc.

Manufacturer narrative:
(B)(4).